Event description:
The product was used during a gastroplasty procedure. Reportedly, the staples did not form properly and there was bleeding. The surgeon converted to an open procedure to complete the procedure. The hospital has reported the pt's condition is satisfactory.

Manufacturer narrative:
11/18/1998-supplemental report #1 submitted to FDA. Please disregard the event submitted under this reference number as we have determined that it is a duplicate of a previously submitted event.